Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 27 year-old female patient who had essure inserted (lot no. B02264) for permanent contraceptive tubal implant. The patient had a medical history of dysmenorrhea, dyspareunia, obesity, menorrhagia, dysfunctional uterine bleeding, pelvic pain and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1618 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy.right ovarian cystectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: non drug treatment :repair of anterior abdominal wall hernia. Lysis of dense adhesions and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28 kg/sqm. [Ultrasound pelvis] on (B)(6) 2015: history: patient with abdominal pain and fever. Findings: oral and IV contrast was given. Right ovary contains a 16 mm cyst. There appear to be essure tubal closure devices in both fallopian tubes. There is a small amount of free fluid in the pelvis. This could be physiologic or from a recently ruptured cyst. No large fluid collection or obvious abscess is identified in the abdomen or pelvis. Bones show a moderate disc protrusion at l4-l5 causing some canal and foraminal narrowing. Impression: 1. Small amount of free fluid in the pelvis could be physiologic or related to a recently ruptured cyst. The right ovary does contain a 16 mm cyst lot number: b02264 manufacture date: 2013-02 expiration date: 2016-02. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 26 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 27 year-old female patient who had essure inserted (lot no. B02264) for female sterilisation. The patient had a medical history of dysmenorrhea, dyspareunia, obesity, menorrhagia, dysfunctional uterine bleeding, pelvic pain and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1618 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus,bilateral salpingectomy.right ovarian cystectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: non drug treatment: repair of anterior abdominal wall hernia. Lysis of dense adhesions and cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 28 kg/sqm. [Ultrasound pelvis] on (B)(6) 2015: history: patient with abdominal pain and fever. Findings: oral and IV contrast was given. Right ovary contains a 16 mm cyst. There appear to be essure tubal closure devices in both fallopian tubes. There is a small amount of free fluid in the pelvis. This could be physiologic or from a recently ruptured cyst. No large fluid collection or obvious abscess is identified in the abdomen or pelvis. Bones show a moderate disc protrusion at l4-l5 causing some canal and foraminal narrowing. Impression: small amount of free fluid in the pelvis could be physiologic or related to a recently ruptured cyst. The right ovary does contain a 16 mm cyst. The most recent follow-up information incorporated above includes data received on: 17-nov-2023: reporters, medical history, lab data, patient information, indication, lot no., removal date, event onset date, non drug treatment addded. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 26 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2016, 1461 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.